Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific crm received information that the patient implanted with this transvenous defibrillation lead presented to their clinic with the lateral edge of their device pocket reddened. It was felt that this was due to a hematoma, and warm compresses were applied. The patient returned to the clinic with the entire pocket reddened, and the hematoma was softer. The plan was to open the pocket, investigate and culture the pocket. It was noted that the patient was on chronic prednisone and another immunosuppressant medication. A boston scientific crm technical services (ts) consultant discussed that this type of medication could lead to an infection and the possibility that they may have had an allergic reaction to the materials in the device or lead. It was noted that ts would send an allergy test kit to the local area sales representative, and discussed that the entire system may need to be explanted. The local area sales representative was contacted for additional information, but was unable to provide additional detail at that time. Additional information was provided approximately three years later that the system had been explanted due to infection.